Event description:
It was reported to medtronic minimed that the customer experienced a47 alert. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed and customer received a47 alarm more than once week. We decided to replace the pump with a new one . Mmt-754wws was requested and customer response was the device was been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed displacement test and self-test. No unexpected a47 alarm noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked reservoir tube lip, cracked battery tube threads, stained address/serial number label, stained end cap sticker. Pump passed all required test. A47 alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.